Event description:
It was reported that the patient's skin broke around her implant site. Surgery to revise her implant will be scheduled. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.